Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6)2012. According to the complainant, during preparation, a rip was observed in the procedure set tubing. In addition, a glue-like substance was noted to be covering the rip on the procedure set tubing. No additional damage was observed to the procedure set and related tubing. No damage was noted to the procedure set packaging. The procedure was completed with a new procedure set. There were no further complications reported with this event. The patient is reported to be "fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during preparation, a rip was observed in the procedure set tubing. In addition, a glue-like substance was noted to be covering the rip on the procedure set tubing. No additional damage was observed to the procedure set and related tubing. No damage was noted to the procedure set packaging. The procedure was completed with a new procedure set. There were no further complications reported with this event. The patient is reported to be "fine."